Manufacturer narrative:
Although the medwatch ((B)(4)) received indicated that the device was available, it has not been received. Multiple attempts were made to request the devices and event details. Patient demographic details were not provided. The customer stated there was no patient harm and no adverse effect to the patient. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4). Mw and user facility mw report number via FDA/cdrh : (B)(4).

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the infusion pump carefusion started smoking in room while connected to the patient - homecare biomedical services performed the assessment and found traces of saline. It appears that the saline was spilled on top and got into the electrical contacts between the brain and pump module. There was no injury to the patient." An incomplete date of event of (B)(6) 2018 was provided.